Manufacturer narrative:
The unit was requested back for eval, but has not yet been rec'd.

Event description:
Nellcor puritan bennett rec'd a report from a biomedical that on 12/7/06, the unit did not provide an audio tone. There was no pt harm reported.